Event description:
The clinician reports that the day the implant was placed in ADA 28, failure occurred upon insertion. Details of surgery: Primary stability not achieved and Implant surface not completely covered with bone. The device was forwarded to the manufacturer. At the event the patient experienced: Mobility. No further patient complications were reported.